Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v battery being unable to charge was able to be confirmed. The 14v li-ion battery (serial number: (B)(4)) was returned for analysis and underwent functional testing. The battery was inserted into a test universal battery charger (ubc) and was not accepted for charge. The battery was cut open and underwent circuit analysis. The operation amplifier (op-amp) u6 was found to be shorted to ground. Additionally, the integrated circuit (ic) u1 was found to be damaged. No further testing was conducted. The root cause of the reported event was conclusively determined to be caused by damaged components. The receiving inspection information for the 14v li-ion battery (serial number: (B)(4)) was reviewed and the battery passed receiving inspection. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. Heartmate iii patient handbook section 2 ¿how your heart pump works¿) tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a batteries that had red light in the battery charger and the batteries were exchanged. Upon investigation printed circuit board (pcb) damage was identified. Related MFR # 2916596-2023-01273, relater MFR # 2916596-2023-01274.